Event description:
The customer contacted the siemens customer care center (ccc) and stated that discordant sodium results had been obtained on six patient samples tested on a dimension vista 500 instrument. The customer provided one example of a falsely low sodium result. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher than the initial result. The corrected report was not issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse cleaned the integrated multi-sensor technology (imt) module ports and ran the diagnostics on all functions of the imt, which passed. The cse calibrated the imt successfully a few times and ran an advanced clean on the sensor. The cse replaced the imt sensor and calibrated it. The cse ran quality controls on electrolytes, which were within acceptable ranges. The cse ran the discordant patient samples on the same instrument, which correlated well with the alternate dimension vista instrument. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.